Manufacturer narrative:
Additional information was requested for further investigation. A supplemental report will be submitted if additional information becomes available. This report was submitted june 15, 2016. Customer's address: (B)(6).

Event description:
During preventative maintenance on the mobilett xp system the engineer noticed the collimator was difficult to move. The in-house engineer checked the collimator and found out that the three out of four screws on the flange plate in-between single tank and flange were broken. There are no injuries attributed to this event. The reported event occurred in (B)(6).

Manufacturer narrative:
The investigation of the returned collimator and single tank showed that three of four screws on the collimator flange were damaged. The analysis of the screws showed that the flange screws were unscrewed and were retightened using too much force, which weakened the screws and finally broke them. Furthermore it is assumed that the single tank has been manipulated in the field due to marks on the x-ray window cover, missing oil on single tank and incorrectly tightened screws that are intended to lock the single tank. Therefore it was decided to adapt the instruction "replacement of parts." A part containing a description on how to replace the collimator flange will be added for service technicians. This addition will be available in the fourth quarter of 2016. In the operator manual (spr8-230.621.01.06.02, chapter "maintenance", page 81 of 90) it is stated that it is necessary to check the functions of the collimator during the daily checks. Moreover the spare part consumption of the single tank and collimator has been checked. The consumptions shows low values and no systematic issue could be determined. Since no similar problems have been reported, there is no indication of systematic issue. Therefore this issue is regarded as a single case. This report was submitted october 18, 2016.